Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
It was reported, during an unrelated procedure, externalized conductors were observed via diagnostic imaging on the right ventricular (rv) lead. Technical support was contacted and reviewed the diagnostic images to confirm externalized conductors. No intervention is anticipated. The patient was stable and will continue being monitored.